Event description:
It was reported that the customer dropped her insulin pump in the pool and received a button error alarm afterwards. The customer stated that there was moisture under the lcd screen. The customer's blood glucose was 146 mg/dl. Troubleshooting was done. Aside from dropping the insulin pump in the pool, the customer did not recall any significant events leading to the alarm. The customer stated that there were no cracks or other issues with the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The device was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Moisture damage was also noted on the motor. The device had cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched display window.